Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8/2.5/96 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced lens rotation. On (B)(6) 2022 the lens was repositioned but this did not resolve the problem. Lens remains implanted. The cause of the event was reported as a patient related factor. And noted "undersizing and rotational instability even if vault is acceptable".

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found the lens haptic deformed. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
B5 - it was later reported that on (B)(6) 2022; the lens was exchanged with a longer length lens and this resolved the problem. Claim#: (B)(4).